Event description:
It was reported that the bolts that mount to the x-ray tube and secure both the collimator and collimator flange had become loose. The investigation of this issue indicated that the bolts had become loose during system use. In response, a field modification was initiated to exchange the affected mounting bolts in the field. This change was also implemented in forward production.

Manufacturer narrative:
Bolts had become loose during system use.